Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir cap was broken and they had to watched the reservoir. Customer blood glucose value was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no damage to the reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place.